Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they missed a step and fell right onto their ins and they haven't felt stimulation since then. Patient also used their patient programmer (pp) to connect, but they couldn't. They further explained the screen that appeared is a "line that goes both ways"; the reason for calling was to get assistance with their pp. During the call, the call center had the patient get their pp out and attempt to sync. They were able to do so and saw they were at 8.5v on program 4. They also saw "stem" inside of the icon for the implanted battery (the call center believed the patient saw a lightning bolt which indicated therapy was on). As a result of what was reported, the patient was advised to follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the event, the patient said they tripped and fell on a concrete step. When asked the cause of the inability to communicate, the patient said that the device quit working. The issue has not been resolved; the patient indicated their managing healthcare provider (hcp) is on maternity leave. No further patient complications have been reported as a result of this event.